Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-602; lot# srgha. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# uiboa. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# r81m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
An adverse event of deep joint infection was reported as part of the (B)(6) clinical study. The patient reports that his new symptoms began (B)(6) 2017. The patient explains that he has been seeing a podiatrist due to a lesion on his right great toe and started scraping treatments on (B)(6) 2017. His symptoms began 1 week after the treatments began. His symptoms include severe right knee pain, redness, swelling. Non-operative treatments prescribed.